Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 80% of the sonicbeat's tip pad came off, rendering it unusable. The issue occurred during a therapeutic laparoscopic inguinal hernia repair. None of the device broke off inside of the patient's body. The procedure was completed with a similar device with the same model number. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d4 (lot), d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation of tissue pad came off was confirmed. Based on the results of the investigation it is likely that the grasping section was closed without grasping tissue and the ultrasound output was activated (this includes after tissue resection) which caused the tissue pad to wear out and it was partially peeled off. However, the root cause was unable to be specified. The event can be prevented by following the instructions for use: ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.